Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a septal rhinoplasty procedure on unknown date and an absorbable implant was used. One month after the procedure, the absorbable implant was starting to become exposed in the right nasal passage. At the two month doctor visit, the exposure had enlarged. It was also reported that it is possibly resolved. No further information is available.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ¿you reported that "that you have a patient 2 months post op septal rhinoplasty and the pds plate is exposed in the right nasal passage. You reported that it has not gotten larger.¿ -the defect had in fact gotten a bit larger when the patient was examined on (B)(6) 2016. What was the date of the initial procedure? - (B)(6) 2016. Can you identify the product code / lot number of the pds plate? -that information is at (B)(6). What was the condition of the tissue (healthy, diseased)? -the tissue looked healthy before and during the exposure. What date did the patient develop symptoms (days post op)? -the patient was asymptomatic at all times. I noted the exposure on her fourth post-operative visit on (B)(6) 2016. Was the wound cultured? -no. What are the results of the culture? N/a. What medical/ surgical treatment was performed to treat the symptoms? -the patient was asymptomatic. What is the surgeon opinion as to the potential contributing factors of the pds plate exposure and the sepsis? -there was no sepsis and never any sign of infection. I do not have an opinion as to what caused the exposure. What medical/ surgical treatment was performed to treat the exposure? -the plate was removed on (B)(6) 2016 because of concern that the exposure would convert to a complete septal perforation. What is the current condition of the patient? -excellent. The exposure had healed completely when the patient was examined on (B)(6) 2017.